Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. The pump was replaced to resolve the issue, and the customer continued to use the current pump for insulin therapy until replacement arrives.